Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer experienced a blood glucose (bg) level over 450 mg/dl. It was reported that the customer was using fiasp within their pump supplies. Customer administered a bolus via the pump to address the issue and went to the emergency room with high ketones. Customer was treated with intravenous fluids of saline and insulin. Reportedly, the hospital was "trying to admit the customer" to the intensive care unit with diabetic ketoacidosis and ¿oxygen levels are not right¿. Tandem technical support advised the customer against using off-label insulin. Multiple attempts were made by tandem¿s technical support to obtain release date; however, no additional information regarding this event was provided.